Event description:
Reportable based on device analysis completed on 25-oct-2018. It was reported that the device was deformed and became caught with another device. The target lesion was located in a coronary artery. A 7f guidezilla ii was selected for use. During procedure, the collar part of the device was observed to be flattened. Subsequently, the device became caught with another device. The procedure was completed with a non bsc device. No patient complications were reported. However, device analysis revealed a partial separation at the collar. The device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection noted a partial separation at the collar with the collar damaged (torque damage), tip damage (misshapen), distal shaft damage (flattened) for 64 mm in length, and hypotube kinks located 6 cm and 15 cm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.